Manufacturer narrative:
Initial and final MDR 1928196- MDR 3003442380-2024-18180- device 3 of 5. E1 patient country canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the patient encountered five infusion set cannulas kinked events within 3 hours of insertion on (B)(6) 2024. The site of insertion was abdomen. Patient blood glucose level was found to 15 mmol/l. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.